Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient took a shower and passed out. The patient is asymptomatic and did not feel any previous symptoms of hypoglycemia. The cgm reading prior she took her shower was 180 mgdl. The patient´s sister came to the house since they were about to meet up and the patient did not come. The sister called emergency medical technicians (emt) and the paramedics took a bg reading which was not showing any value. The paramedics treated the patient with 2 units of glucose IV and at that point the patient was still unconscious. They took the patient to the hospital. Upon arriving to the hospital, the nurse took a bg reading which was 40 mg/dl and the cgm reading was low. The patient was discharged the following day (B)(6) 2025. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator prior to emt and paramedic treatment. The reported glucose values fall within the a zone of the parkes error grid when the nurse checked the bg at the hospital. No additional patient or event information is available.